Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm, due to incorrect date. Reportedly customer had a moderate amount of ketones. High bg was addressed by manual does injection. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.